Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR (B)(4) (3/3).

Event description:
It was reported the water filter wasn't changed for 5 years. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The lot/serial number of the device was not provided - therefore, the manufacture date could not be established. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility not following the instructions for use as provided, leading to a mistake in how they managed the replacement of the water filter. The suggested event can be detected/prevented by handling equipment in accordance with instructions for use (IFU): oer-4 IFU: operation manual. Chapter 7 routine maintenance. 7.2 replacing the water filter (maj-2318). Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. Olympus will continue to monitor field performance for this device.